Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, where it was reported that the set failed with the infusion pump. It did not allow the passage of liquids, and the resistance increased. The event occurred in the internal pharmacy of clinica la colina, the defect was not identified by the pharmaceutical service branch, but rather by the user. The event occurred during use with the patient since the input connection was made and the occlusion was generated. No harm reported.

Manufacturer narrative:
Received one (1) picture of the set beside its packaging. Received one (1) used. List #14001-31 primary plum set. No visual defects or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were observed the reported complaint of "did not allow the passage of liquids, and the resistance increased" cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Received one used. List #14001-31 primary plum set. No visual defects or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were observed the reported complaint of "did not allow the passage of liquids, and the resistance increased" cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.